Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in or department, inserted one of these foley catheters in a patient and could not get the balloon to inflate. They opened a 2nd tray and had the same issue with that tray. They did not keep any of the used catheters. They only have the outer packages, but they do not have the lot numbers on the outer packaging. Per customer follow up information received via email on 17nov2025, it was reported that they have the outer wrappers for the 2 foley trays, but unfortunately the staff did not retain the defective catheters. Lot number was not available. Two urinary catheter insertions were required. Removal and reinsertion of urinary catheter were performed. They were performed troubleshooting. Attempted to insert a foley and the balloon would not inflate. Foley removed. Opened another foley kit and while testing the balloon a leak was seen, and this balloon would also not inflate. Opened another foley kit, balloon tested and inflated appropriately. Foley inserted and then unable to draw urine from the port with syringe.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Note: if specimen is required, see directions for using urine sample port. 5. Periodic observations of this system should be made to ensure the urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in or department, inserted one of these foley catheters in a patient and could not get the balloon to inflate. They opened a 2nd tray and had the same issue with that tray. They did not keep any of the used catheters. They only have the outer packages, but they do not have the lot numbers on the outer packaging. Per customer follow up information received via email on 17nov2025, it was reported that they have the outer wrappers for the 2 foley trays, but unfortunately the staff did not retain the defective catheters. Lot number was not available. Two urinary catheter insertions were required. Removal and reinsertion of urinary catheter were performed. They were performed troubleshooting. Attempted to insert a foley and the balloon would not inflate. Foley removed. Opened another foley kit and while testing the balloon a leak was seen, and this balloon would also not inflate. Opened another foley kit, balloon tested and inflated appropriately. Foley inserted and then unable to draw urine from the port with syringe.